Event description:
It was reported that this pacemaker displayed an error message, leading to pacemaker replacement. Technical services (ts) was contacted to determine the nature of the error message; however, device data was no longer available as the pacemaker is no longer registered post explant. Additional information was requested from the field representative. This investigation will be updated when further information becomes available. No additional adverse patient effects were reported.